Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on the display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported the insulin pump had a crack from the display to the battery compartment. Customer's blood glucose was unknown. Customer all ready revert to back up plan. The device was dropped. Customer's mother was advised to revert to back up plan and discontinue use of the device. No further information reported.